Manufacturer narrative:
During treatment of a carotid-cavernous fistula (ccf) the trufill dcs orbit coil did not detach when taken to the green zone and then to the red alternative detachment zone. Additionally it could not be re-sheathed. The device was removed from the microcatheter with the coil still attached to the delivery system; however, the coil was stretched. Another coil and the same deployment syringe were used after this. The instructions for use cautions that if zone #3 of the dcs syringe is exceeded, the syringe should not be re-used. Usage other than the approved labeling may involve risks not described in the labeling. The procedure was successfully completed without patient injury. The device was prepped without any difficulties. There were no kinks or bends noted on the system. The dcs syringe used in attempt to deploy the orbit was filled from a sterile saline bag. Prior to the event the same dcs syringe had been used to deploy two coils and had not exceeded position #3, the green deployment zone. There was no stress on the delivery system with attempt to deploy the coil. The product was returned for inspection. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Embolic coil was received stretched and tangled with the rest of the device in addition it was found broken since only the headpiece was found attached to the gripper which presented residues of blood inside of it. Based on the report that the coil was still attached to the delivery system when removed from the patient, the broken condition of the coil occurred post procedural due to handling. Several kinks were noted in the hypotube and support coil. The introducer presented with an elongated section. Residues of blood were noted in the embolic coil. No other anomalies were noted in the device. Gripper was inspected under microscope and a wavy condition was noted at the proximal side. In addition it was confirmed that only the headpiece was attached to the gripper. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. Residues of blood were inside the gripper. With functional testing, an attempt to zip the introducer was made; however, it was not possible due to the kinks in the hypotube and elongated section in the proximal side of the introducer. An attempt to flush the device was made using a lab sample syringe 635-002 cordis lab sample; however, when pressurized to the blue zone an air bubble remained inside of the hub due to the residues of blood located inside of the gripper. After this, the support coil was cut near to the gripper and then the pressure was increased and at this time the flow of water could be observed at the cut section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15124038 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With functional testing the failure of the coil to detach was due to the blood obstructing the purge hole. The inability to rezip the introducer (recapture) during functional testing of the returned device was due to the kinked hypotube and the elongated section noted on the introducer. The reported stretched coil was confirmed. Based on the reported that there were no kinks or bends on the device, it appears that the damages contributing to the results of the functional testing occurred post procedural use. Therefore, no conclusion can be made regarding the root cause if the reported events. Based on the device history records, there is no indication of any manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a coiling procedure, the physician experienced difficulty detaching and re-sheathing the orbit rdfl complex fill coil. No additional information was provided. Additional information was requested.